Manufacturer narrative:
Based on the investigation, the system was working within the normal parameters for system accuracy and the user has reported they are no longer experiencing sensor inaccuracies. The device functioned as intended.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of on incident where the user experienced a hypoglycemia event and the eversense cgm system did not alert the user.